Manufacturer narrative:
Manufacturers narrative: clinical code: 1888 - hemorrhage/blood loss/bleeding: hospital states that grafts has excessive bleeding beyond normal blush. Impact code: 4624 - surgical intervention: as reported: two separate cases, patients were brought back to the or in-order to intervene to stop the bleeding through the graft. Very little additional information is know at this point. Medical device code: 3190 - insufficient information: hospital states that grafts has excessive bleeding beyond normal blush. All grafts appeared to have defects allowing blood to pulsate through the material. As reported: two separate cases, patients were brought back to the or in-order to intervene to stop the bleeding through the graft. Very little additional information is know at this point. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (gelsoft plus sales jan 20 - apr 24 v gelsoft plus leakage bleed events jan 20 - may 24) gave an occurrence rate of 0.003% (complaints v sales). 4111 - communication/ interview: awaiting additional information from site such as coating on graft, soaking and dry out time, procedure extension, scans available, event date, implant date, medical conditions, patient outcome. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4114 - device not returned: site confirmed on intake form that device was not available for return. Investigation findings: 3233- results pending completion of investigation: awaiting additional information from site such as coating on graft, soaking and dry out time, procedure extension, scans available, event date, implant date, medical conditions, patient outcome. Investigation conclusions: 11- conclusion not yet available: awaiting additional information from site such as coating on graft, soaking and dry out time, procedure extension, scans available, event date, implant date, medical conditions, patient outcome.

Event description:
Hospital states that grafts has excessive bleeding beyond normal blush. All grafts appeared to have defects allowing blood to pulsate through the material. In two separate cases, patients were brought back to the operating room (or) in-order to intervene to stop the bleeding through the graft. Very little additional information is know at this point. Awaiting additional information from site such as coating on graft, soaking and dry out time, procedure extension, scans available, event date, implant date, medical conditions, patient outcome.

Event description:
The (B)(4) events were reported on (B)(6) 2024: the grafts had excessive bleeding beyond normal blush. All grafts appeared to have defects allowing blood to pulsate through the material. It has only been informed by the complainant that in (B)(4) separate cases, patients were brought back in-order to intervene to stop the bleeding through the graft, but no further information has been provided regarding the other remaining (B)(4) cases. This report is being submitted as a follow-up for manufacturing report #9612515-2024-00036 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding: hospital stated that the grafts had excessive bleeding beyond normal blush. Impact code: 4624 - surgical intervention: as reported: it was informed by the complainant that in (B)(4) separate cases, patients were brought back in-order to intervene to stop the bleeding through the graft, but no further information has been provided regarding the other remaining 2 cases. It was also not possible to identify at this instance which device refer to each case. Medical device code: 2017 - improper or incorrect procedure or method: the complainant confirmed being uncertain of the requirement to soak the device in saline prior to implant and indicated it may have been soaked for short while. However, IFU 301-174_3 polyester multi product USA warnings/ precautions states "the prosthesis must be immersed in a sterile saline solution for 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted." Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (gelsoft plus sales (B)(6) 2020 - (B)(6) 2024 v gelsoft plus leakage bleed events (B)(6) 2020 - (B)(6) 2024) gave an occurrence rate of (B)(4) (complaints v sales). A slight increase in trend for the number of complaints received in 2024 has been identified and internal actions are being taken. 4111 - communication/ interview: additional information about the event was received on (B)(6) 2024 which confirmed the gelatin coating appeared to be intact and uniform. Act or aptt (activated partial thromboplastin time and activated coagulation time) score of the patient was within the range. For this procedure surgeons try to get the act a little over 250s. Even with protamine the grafts leaked. Significant amount of blood loss in two patients was observed- developed compartment syndrome, another developed a significant hematoma in the right axilla. The oozing continued after the heparin was reversed. The surgeon was being uncertain of the graft soaked in saline prior to implant. If soaked, it was only for few seconds. The graft's normally kept dry during the procedure. The gelatin coating was unlikely to get damaged during the procedure. The procedure was extended because of this issue. Relevant medical conditions of the patients were cardiogenic shock. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4114 - device not returned: site confirmed on intake form that device was not available for return. Investigation findings: 4248- usage problem identified: "the prosthesis must be immersed in a sterile saline solution for 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted." As mentioned in IFU 301-174_3 polyester multi product USA warnings/ precautions. Investigation conclusions: 18- failure to follow instructions: surgeon did not follow the instruction for use. IFU 301-174_3 polyester multi product USA warnings/ precautions states "the prosthesis must be immersed in a sterile saline solution for 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted."